Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 21 february 2024 and 22 february 2024. H11: one (01) actual device and nine (09) companion samples were provided for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the bag with approximately 1000 ml of tap water and hung the bag; no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.